Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was discovered after a review of a medical article that a patient had experienced pain, and the exenteration of the orbit, were reported for the patient post operatively.

Manufacturer narrative:
Due to the lack of device information, the provided information represents the device information most similar to the reported event device.

Event description:
It was discovered after a review of a medical article that a patient had experienced pain, and the exenteration of the orbit, were reported for the patient post operatively.